Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was simultaneous flow during use of a clearlink solution set. The reporter stated that the secondary set was set at 236ml/hr using a 250ml bag. When there was about a quarter of the fluid left in the bag, fluid started pulling from both the primary and secondary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.